Event description:
On (B)(6), 2012, the pt was implanted with one conformable core tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. On (B)(6), 2012, the pt underwent a f/u computed tomography that revealed 'bird beaking' and a distal type I endoleak. On (B)(6), 2012, the pt underwent a reintervention where two additional conformable gore tag thoracic endoprostheses were implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.